Event description:
It was reported that the customer was still receiving insulin. Instructed the contact how to disconnect. It was stated that the doctor wanted to ensure that no insulin was being delivered. Troubleshooting was declined. The nurse was treating the customer at the time of call. Advised the nurse to have the customer call the help line to document the event.